Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported after the 7655405 product was inserted, the patient returned to the hospital for maintenance and the extension tube slipped out of place. It was reported this occurred with six devices. This report addresses all six devices.